Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the biopsy channel and nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual urf-p6 operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual urf-p6 reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. The customer was unknown when the foreign material adhered to the scope. There was no delay in starting precleaning. The instrument channel outlet was wiped/brushed with clean, lint-free cloths, brushes, or sponges. The instrument channel, port, and suction cylinder were brushed. The device was returned and evaluated, and the customer's allegation was confirmed. In addition to the foreign object found coming out of the forceps channel, other findings are as follows: due to damage on eyepiece, the specified resolution was not obtained. The bending section was broken. However, the bending section cover was not broken. Due to a pinhole on channel tube, water tightness was lost. The adhesive on the bending section cover had a chip. Due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to a dent on the channel tube, forceps could not be inserted smoothly. The control unit was sticky due to water leakage. The up-down plate was sticky. The eyepiece was sticky and had a scratch. The scope cover had discoloration. The control unit had discoloration. The venting connector under grip had corrosion. The image guide bundle had significant breakages. The grip had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the uretero reno fiberscope's fiber was broken about 5 cm from the tip and could not be seen. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object came out of the forceps channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.